Manufacturer narrative:
Health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event .) Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was confirmed to have flipped the generator multiple times within their chest. This caused pain and resulted in the device migrating. The patient underwent surgical lead revision in which high impedance was detected. The tangled lead was removed and replaced. This new lead was connected to the existing generator. No generator replacement occurred. The surgeon confirms that the migration and high impedance had resulted from the patient manipulating their device. The explanted lead is to be returned to the manufacturer for product analysis. The device has successfully been received by the manufacturer. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes, investigation conclusions: corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
Product analysis for the lead was completed in which the lead appeared to be twisted in three areas. In addition, during the visual analysis of the first portion, slanted abrasions were observed in various areas of lead body indicating the tubing had been twisted. These findings are consistent with patient manipulation/rotation of the device while it is implanted (twiddler). The ring coil end appeared to have mechanically damaged strand ends with no pitting; and it had at least one strand appearing to have a stress induced fracture likely caused by rotational forces. The pin coil end appeared to have secondary break lines and no pitting; and it had at least one strand appearing to have a stress induced fracture likely caused by rotational forces. Continuity checks of the returned lead portion was performed during the functional analysis, and no other discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other relevant information has been received to date.